Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the infusion set tubing. The reported issue did not impact the customer's blood glucose level. The contact changed the infusion set tubing and insulin delivery was resumed.